Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc surmised that the reported phenomenon was attributed to one of the followings. -there was no abnormality in the device, and foreign material (chemical residue, water stains, sebum stains, dust, gauze fluff, etc.) Was attached to the electrical contacts of the video connector. As a result, the electrical contacts of the video connector had poor contact, and the communication between the subject device and the camera head became unstable. -the camera cable was not securely connected. As a result, the communication between the subject device and the monitor became unstable. -the subject device temporarily malfunctioned due to the aging deterioration of the main circuit board for long-term use because more than thirteen years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for the choledochoscopy using the subject device in combination with the camera head maj-554 (patient was not under anesthesia), it was found that the endoscopic image of the subject device was not display on the monitor. The user replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.